Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior edge assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening.